Event description:
Stent fell off a balloon prior to insertion. Balloon was still inflated, then stent noted to be outside of body, intact. New stent then opened and inserted without difficulty or harm to patient. Stent came off in the protective sheath around the stent before the stent was prepped and then the balloon deployed.